Event description:
On awake extubation, clearish/brown tinged fluid with some particulates spewed out of the ett [endotracheal tube] into the circuit. The patient's etco2 [end tidal carbon dioxide] had run high during spontaneous ventilation. During anesthetic, rgm [respiratory gas monitor] had malfunctioned and [also] at the beginning of the case. The rgm was changed and a new rgm was reading erroneously as well. The device would bounce from 13 to 83 to 61 in subsequent breaths. The patient had rsi [rapid sequence induction] with no unusual events at induction. No unusual occurrences during case except equipment problems as noted above. The stomach was decompressed. The patient awakened. Saturations [were] 99% in recovery. No coughing or respiratory distress.